Manufacturer narrative:
Continuation of d10: product ID 8703w, serial# (B)(6), implanted: (B)(6) 1996, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #:(B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 120mcg/ml at 30.41mcg/day and dilaudid at 12mg/ml at 3.041mg/day via an implantable pump. It was reported the patient had a failed dye study on (B)(6) 2024. During the catheter replacement, the catheter was cut near pump connection and anchor site, and an attempt was made to remove it from the tunneled path between abdominal pump pocket and spine side but broke before fully removed from patient. A portion of the catheter remains in the abdominal tissue. A new catheter was implanted and in use starting the day of the report. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.